Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs did not confirm the occurrence of the error message (sf189) and performance testing could not be reproduce the reported fault. The evaluation found that the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the motherboard. There was no patient injury reported as a result of this incident.